Manufacturer narrative:
The cobas e411 disk serial number was (B)(4). The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient's sample tested with elecsys troponin t hs (tnths) stat assay on a cobas e411 immunoassay analyzer. Initial result: 185.7 pg/ml (tested at 10:11 am). No questionable result was reported outside of the laboratory as the initial result did not match the patient's clinical diagnosis. 1st repeat result: 10.95 pg/ml (tested at 10:27 am). An instrument maintenance was performed and the sample was then repeated for the 2nd time. 2nd repeat result: 10.95pg/ml.

Manufacturer narrative:
Calibration, qc, alarm trace and recent instrument check data were requested but not provided. The investigation did not identify a product problem. The cause of the event could not be determined.